Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, medical records and images were provided for review. The investigation is confirmed for filter limb detachment, perforation of the inferior vena cava and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient-device incompatibility, detachment of device or device component and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient weight was (B)(6) lbs.